Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately early of fall of 2024.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties. The patient did well post-operatively. The explanted device will not be returned as it was kept by facility.